Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523; lot: l814080; manufacturing site: bettlach; release to warehouse date: july 31, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap was received at us customer quality (cq). The device had signs of wear from typical usage, surface level scrapes and small, shallow dents on the top of the head. The threaded tip of the driving cap is broken off. The fragment was received lodged within another device, a radiolucent insertion handle. No other issues were identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawings reviewed: (current & manufactured revisions). Connector for insertion handle. Device history: the received device was manufactured at the bettlach site on july 31, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint is confirmed for the driving cap. Its threaded tip was broken off. Aside from this, the device was lightly scratched along its shaft and had numerous small dents on the top of its head. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
06/18/2019: additional concomitant device reported: unknown femoral nail (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during implanting of femoral nail, the driving cap breaks off at the tip right above the threads. This leaves the threaded portion of the driving cap still in the radiolucent insertion handle. Because it broke at the threads, this leaves the threads still screwed into the insertion handle with no way of retrieving. This incident occurs because as the surgeon is malleting on the driving cap, the force generated begins to unscrew the driving cap from the insertion handle. This leaves a gap between the driving cap and insertion handle, with no support of the driving cap being flush with the insertion handle¿s metal it snaps off at the tip. There was no fragments generated. Procedure was successfully completed without delay. Patient status was successful. This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).